Event description:
Pt receiving chemotherapy for rectal cancer on (B)(6) 2010. Pt noted that port site swelled during infusion. No redness noted but pt c/o tingling sensation at site. Infusion was stopped and a peripheral IV line was started to complete treatment. Pt was scheduled for and underwent a port evaluation under fluoroscopy on (B)(6) 2010. Findings were as follows: "contrast is injected into the port-a-cath which is over the right side of the chest entering into the right subclavian vein with tip in the superior vena cava. The majority of the contrast empties into the superior vena cava however, there is leakage of contrast which occurs from the catheter at the thoracic outlet between the first rib and the clavicle. There is an abnormality of the right-sided port-a-cath with a small break in the catheter at the thoracic outlet which is allowing for contrast to extravasate into the soft tissues." Pt had surgery on (B)(6) 2010 for removal of the leaking port and placement of a left-sided port-a-cath. Upon removal of the port, the catheter was noted to have a 1/4 inch bilateral split at approx 12cm. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: rectal cancer. Event abated after use: yes.